Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr): the fsr evaluated the suspect device and confirmed the reported issue by the customer. The suspect device is still out of service at this time. Parts have been ordered and upon receipt, evaluation and repair will be completed. Once a final evaluation has been completed, then a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator was alarming ventilator inoperable (vent inop). The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Device evaluation: results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the main printed circuit board (pcb) and completed performance testing. The unit meets manufacturer's specifications.